Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 sensor was calibrated to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.

Manufacturer narrative:
This follow-up MDR (B)(4) is being filed to correct the repair description from the initial MDR which indicated the issue was related to the o2 sensor. The correct component was the electronic flow control valve. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was calibrated to resolve the issue.